Event description:
The company received a report where it was claimed that the device was difficult to inflate the cuff due to a leak. The caller reported that the pt experienced respiratory distress and girgling while on a unspecified model ventilator. Replacement of the tube was required. This report is the second occurrence associated to MFR# 2936999-2009-00538.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg plant for investigation.